Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place pump into storage mode before return, advised customer to reprogram settings and reconnect continuous glucose monitor to replacement pump, and directed customer to return problematic pump using prepaid label within 10 days.